Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The non occluded target lesion was located in the calcified unspecified target vessel. A 20x3.50 omega¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.